Manufacturer narrative:
Additional information: h6. It was reported that the device (ar-6485, (B)(6)) doesn`t maintain pressure. The reported event was not confirmed. The service evaluation revealed mechanical damages at the display along with a worn housing but there was no problem found with the pressure.

Event description:
It was reported, that the device (ar-6485, sn (B)(6) doesn`t maintain pressure. There was no harm or adverse event for patient, operator or third party reported. This was noticed before the surgery. No further information received update avoe 16-feb-2021: the tubing used with the pump was ar-6425. The lot number is unknown, because the item was discarded by the facility and therefore is also not available for evaluation. The settings of the pump were 50 pressure/ 50 flow. No alarm/error message was displayed during the use of the device and no clamp /pressure test was performed. The error was noticed at the patient. The neoprene sleeve did compress.

Manufacturer narrative:
Event description: it was reported, that the device (ar-6485, (B)(6) doesn`t maintain pressure. The reported event was not confirmed. The service evaluation revealed mechanical damages at the display along with a worn housing but there was no problem found with the pressure.